Event description:
Pharmacist contacted dexcom technical support on (B)(6) 2015 to report patient experienced bleeding and feeling faint during sensor insertion on (B)(6) 2015. The patient was given juice and water. No additional event information was provided.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Additionally, the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).